Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requring medical intervention. Device issue: none. It was reported in an article titled "catheterization and cardiovascular intervention 69:223-226 (2007)" printed in wiley interscience, that the pt had a heavily thrombosed midleft anterior descending stenosis 5 1/2 years ago that was treated with a 3.5x18 mm tetra stent. The tetra stent was directly deployed in the pt using an ebu-4 (medtronic) guide catheter. Later, the pt complained of dizziness and dyspnea, and a nuclear stress test suggested anterior ischemia. The pt was scheduled for cardiac catheterization with possible coronary revascularization and received acetylcysteine and sodium bicarbonate pretreatment for renal protection. A repeat transradial catheterization revealed a focal 90% in-stent restenosis in the midleft anterior descending artery. The stenosis was easily directly stented with a taxus drug-eluting stent without residual stenosis and the pt was discharged the following day with a stable creatinine level. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident info; however, the device was not returned to abbott for analysis. Stenosis and ischemia, as listed in the instructions for use (IFU) are known adverse events associated with the coronary stenting procedure.